Event description:
It was reported that during the operation, the connecting piece at the connection between the handle and the probe fell into the patient's pharynx, and it was discovered and removed by the medical staff in time. The new device was used to continue the procedure and the patient is normal after operation.

Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrodes wear with scratch/scuff marks and discoloration/ contamination on the spacer and the return electrode. The plastic piece (reducer) between the handle and the shaft dropped-out. The part was not returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed and the device produce plasma on all of the electrodes as specified. The suction- and saline line were tested and performed as intended. The complaint was verified and the root could be determined as a mechanical component failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Device available for evaluation, device evaluated by manufacturer: updated.